Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump received replace battery now alarm without low battery alert. The blood glucose level was 203mg/dl at the time of incident. The customer states that they did receive a failed battery alarm. Troubleshooting was performed and the insulin pump will not return for the analysis.